Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced a pericardiocentesis that required pericardiocentesis. There were no errors or product defects. Ablations were conducted for cavotricuspid ishmus (cti) approximately 6 times, for right atrium (ra) posterior-lateral approximately 10 times, and for left atrium (la) septal approximately 2 times. Shortly after starting the ablation, the blood pressure, which was originally around 140-150, dropped to the 100s. An external echocardiogram revealed the presence of pericardial effusion. Pericardial drainage was performed. The physician's opinion on the relationship between the even and the product was determined to be unrelated. Additional information was received indicating the event occurred during use with biosense webster products, and the intervention provided was drainage. The physician¿s opinion on the cause of this adverse event was that it was related to the procedure and patient condition. The procedural activated clotting time (act) was over 350seconds. Catheter exchanges occurred during the procedure; one catheter was used for each. One transseptal puncture site was performed during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31535141l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).